Event description:
It was reported the programmer displayed an error message when powered on. The caller had cycled power and the error cleared. The programmer was restored to service. There was no patient involvement indicated.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).